Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during injection yesterday with the same patient, two syringes of juvéderm® ultra plus xc "cracked" where the needle screws on. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis: two syringes of 1,0 ml, one with 0,4 ml remaining and the other empty. The two syringes are received in one tray, with needle for the both and without cap, and one tray empty and a part of the box. A crack is observed on both at the 3 mm luer lock level. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported during injection yesterday with the same patient, two syringes of juvéderm® ultra plus xc "cracked" where the needle screws on. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.